Event description:
The device was used during a sub total gastrectomy procedure. Reportedly, the staples did not form properly and fell into the pt's cavity. The surgeon was able to retrieve the staples without any pt injury.

Manufacturer narrative:
10/6/1998- supplemental report #1 sent to FDA. Additional data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6.